Manufacturer narrative:
The device was received on manufacturer site. The investigation is ongoing. Results will be reported in the follow up report.

Event description:
It was reported that: during handover of the pt two male nurses saw that the ventilator was in standby mode. Nobody had touched the device or pressed a key. According to the ventilation protocol the device should have been in ventilation mode. No alarm was heard and no injury reported.